Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's diabetes educator reported via telephone call that the customer was hospitalized with a blood glucose reading of 400 mg/dl. The customer had pain in the arms and legs an hypercalimia. The customer was still in the hospital at the time of the report. The caller reported that the customer was no longer connected to the insulin pump and that the insulin pump had been alarming no delivery when retrieving it from the customer's purse. The caller was advised that the alarm may be due to an empty reservoir and the caller confirmed that there was also a low reservoir alarm. The customer had not suspended the insulin pump when disconnecting. The caller reported that the no delivery issue did not cause the hospitalization. The caller reported that they would get insulin from the pharmacy and reconnect the customer to the insulin pump.